Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The data logs showed multiple suction alarms were triggered at early of the case then resolved. No other issues were found on the logs. Based on clinical description, the root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 33-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the implant an echocardiogram was performed and showed the pump¿s placement was too deep and was repositioned. There was concern for hemolysis and the pump was pulled back additional 3.4 centimeters. The patient remained on support despite repositioning and was reported as stable.